Event description:
It was reported there was high impedance and confirmed fractures of the right atrial and right ventricular leads. The leads were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4965 lead implanted: (B)(6) 2003.